Event description:
The customer stated the balloon was broken.

Manufacturer narrative:
Additional information: h4 device manufacture date added device evaluation: the device history record (DHR) was reviewed showing no discrepancy according to the failure mode reported. One sample was received for evaluation. This is a component supplied by an external supplier. A complaint notification and the returned sample was sent to the provider to initiate the investigation. The reported issue was confirmed. Upon evaluation, the balloon was verified to have a pinhole that prevented the inflation of the balloon. It¿s unknown how the pinholes could have formed because all devices are inspected in the manufacturing processes at the supplier¿s site, including a 100% balloon inflation inspection for a minimum duration where any failures would be identified and segregated accordingly. The definitive root cause cannot be determined. Current controls are in place which include training and certification of all production personnel and quality inspectors. Line clearances are performed and documented at each workstation. All molds, presses, and testing equipment used to manufacture the product line are documented within device history records and cleaned and calibrated when applicable. Controls surrounding the actual silicone material used include stringent storage, milling, cleaning, and extrusion rules. Detailed pictorial instructions are present at each workstation and deliver specific guidance for every step of the manufacturing process. To mitigate the risk of releasing devices with balloon issues, each unit is 100% tested during the process, where it is inflated and inspected visually prior to accepting the unit for distribution. Additionally, quality control inspects to verify the integrity of the balloon. The production floor contains pictures, reminders, and icons that no sharp objects are acceptable around workstations where the cuff bonding or testing occurs. With all the controls in place through the manufacturing process, this limits the risk of releasing nonconforming products. No actions are warranted at this time. This complaint will be used for tracking and trending purposes.